Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the interface (umbilical) cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A manufacturer representative reported that, while performing a planned maintenance (pm), the interface (umbilical) cable required replacement. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The mvs interface cable assay was returned to the manufacturer for analysis. Analysis found that there was no fault with the case-part.